Event description:
It was reported during an atrial fibrillation ablation procedure, there was a leak in the hemostasis valve of a fast-cath introducer. The physician completed a transseptal puncture through an atrial septal patch, from a previous repair of an atrial septal defect, with a sjm brk needle and a sjm fast-cath introducer. He inserted a circular mapping catheter into the sheath and noted backflow of blood from the introducer. The introducer was exchanged and the procedure completed. There were no consequences to the patient. Additional information was requested, but is unavailable.

Manufacturer narrative:
(B)(4). One 8f fast-cath transseptal introducer was received for evaluation. Visual inspection confirmed the presence of blood on proximal end of the sheath at the interface with the blue sleeve. Following leak test, the hemostasis cap was removed and the seal was microscopically examined; damage was observed to the proximal end of the hemostasis seal. The introducer was air pressure leak tested and no leaks were observed. The device was then aspiration vacuum leak tested and a leak was observed at the hemostasis seal. Additional testing revealed the proximal hemostasis seal was torn resulting in a leak path. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification was consistent with operational context as device performance was limited due to anatomical/procedural factors.